Event description:
The surgeon implanted a cc4204bf one piece collarmer lens and it was immediately removed due to a split haptic. The incision was not enlarged and there were no sutures required. There was no pt injury reported.